Manufacturer narrative:
The complaint of partial needle retraction could not be confirmed from the returned needle that was received fully retracted within the safety shield. After resetting the safety mechanism and IV catheter, a functional test showed that the needle fully retracted when the safety mechanism was activated and no defects were identified that would cause or contribute to the reported event. A review of the inspection records and quality/manufacturing controls for the reported lots indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Could you kindly confirm if this is the same lot number from the previous event? If not, please provide the affected lot number. The nurse is unsure which lot as they opened two 18g ivs to place in the patient at the same time. The two lots opened were 5171710, which is the same as the other lots with issues. They also opened lot 5174502. I have a sample of this as well that does not have visible bodily fluids but was used percutaneously on a patient.

Event description:
We had one retract partially last night. What was the impact to the patient? The nurse was inserting the IV in the r forearm to attempt IV access and she did not see a flash, so after trying, they decided to retract the needle to attempt another site. But when they pressed the button, the needle did not retract, but once it was removed from the arm it partially retracted into the catheter. It has since retracted into the handle, but that was after it was put into a small sharps container. The nurse thought that the IV was actually in place, but they did not see a flash, so decided to remove it. There was no known injury to the patient other than requiring another IV stick, and it was a critical patient so there was a slight delay in care. I am concerned with the patients, but also concerned that staff will be injured as well.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.